Event description:
It was reported that the customer was experiencing sensor issues. Customer stated her 1st sensor needle bent/ broke, 2nd sensor would not work and 3rd sensor worked fine however alerted lost sensor. Customer's blood glucose was 252 mg/dl. Troubleshooting was done. The customer was advised the sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.